Event description:
It was reported by a family member that the pt had a pump replacement due to crystallized baclofen and pain medication in the pump. The hcp reported, they had noted volume discrepancies of less than 25%. The pt had also experienced increased spasticity. The hcp decided to replace the pump due to the volume discrepancies and pt symptoms. No add'l device troubleshooting was performed. In 2008 during the procedure, the hcp noted that the catheter was fractured, so catheter was replaced as well. After replacement, while in the hosp, it was reported by the pt's family that his temperature was 100f and blood pressure was decreasing. The pt had been receiving compounded baclofen and morphine, but in late 2007, the medication was switched to lioresal. Since replacement, the dose of lioresal had been decreased and the pt was seen weekly by the hcp for dose titration. Pt recovered without sequela. A follow-up report will be sent if add'l info becomes available.